Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal elite was deployed. The pt was seen by their physician for a follow-up the next day and the groin site appeared to be fine. Approximately four days post deployment, the pt was seen again with an infection at the site. The site was firm, hard, raised, red, sensitive to the touch, and dark brown thick fluid drained from the site. An incision and drainage was performed at bedside. The cultures diagnosed mrsa. A central line was placed and the pt was treated with IV antibiotics for six weeks.